Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. It was reported that the physician was getting a system error (0x3010acf3) message when they were trying to read the pump. The physician stated this was the 3rd time they were going through this and they had tried restarting the tablet a couple times, but it didn't resolve the issue. The physician mentioned they had a backup tablet that they could use for now, but they would like to get a new tablet because it was giving them these problems. The agent had the caller check the version of the synchromed app and they were on version 2.0.3283. The agent walked the caller through updating the app and the caller was able to successfully connect to the pump and adjust the boluses. However, when the caller tried to update the pump, they got service code 338 (connection interrupted) and the session ended unexpectedly. It was noted that the troubleshooting steps that were taken on the call did not resolve the issue.

Manufacturer narrative:
Continuation of d10: product ID: a810, lot#serial#: unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.